Manufacturer narrative:
The investigation for the console (aic) damage before therapy has been completed. Console logs from the complaint date were analyzed as a precaution. Numerous imc-ahp error prompts were observed in the logs which indicates that there may have been some intermittent communication issues between the rfid and the purge cassette. Console was returned for evaluation. However, the reported loose purge cassette issue was unable to be reproduced. The console was able to function normally while running with a purge cassette kit and pump. While testing this console, the purge insert had no problem fitting a known-good purge cassette. The purge cassette functioned normally and stayed in the purge insert when the purge door was closed which is how it is intended to be used. This loose purge cassette issue was likely use related. It is likely that the purge door was not closed after insertion of the purge cassette into the consoles purge assembly. This ensures that the purge cassette stays in place during use.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported damage to the automated impella controller (aic). The purge cassette is loose, it does not hold in the latch. The cassette does not hold on to the center piece in the back. No patient harm has been reported.